Manufacturer narrative:
Based on the claim against the product by the customer noting the sureform 60 stapler jaws would not open, an investigation was completed to determine the cause of this reported event. Intuitive surgical received the sureform 60 stapler associated with this complaint and completed investigations. Failure analysis investigations confirmed through error logs the customer reported complaint of jaw issues on the third attempt. For clarification, the sureform 60 stapler instrument experienced clamping failures during the procedure. The customer attempted to re-adjust several times but could not successfully clamp and therefore a firing attempt was not performed. On the third clamping attempt, the site achieved a 67% clamp complete status, and the stapler was held in clamp state for several minutes before a complete unclamp was recorded. Instrument was placed on system using new reloads which passed several times. No error messages appeared. The instrument was driven and was able to move intuitively. Grips opened and closed properly. Fire and clamp function performed without issue at different wrist angles using test foam sheets. No clamping or unclamping errors were experienced. The complaint regarding jaw issues was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The root cause of unclamping issues may be attributed to either component failure or use conditions. Regarding component susceptibility to damage, the instrument I-beam assembly can be jammed due to high drive-train friction caused by a damaged sleeve near the distal clevis. Regarding use, the sureform stapler instrument may experience unclamping issues due to obstructions in the path of the I-beam. In the event that the da vinci system is unable to unclamp the sureform stapler instrument normally, the user will be presented the option to force unclamp on the surgeon console touch pad.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported the sureform 60 stapler jaws would not open on the third attempted use while trying to staple a vessel. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm no further information was available.